Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. Error code was present. Evaluation found damaged lcd screen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.